Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection showed cuts in the insulation. It is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. At the position of the fixation sleeve, a slight deformation of the outer conductor coil was found. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The lead tip including the tines showed no peculiarities. The values of the parameters measured during the electrical analysis were within the technical specifications. The provided x-ray images were analyzed. Based on these images, a perforation of the lead tip cannot be excluded. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2019, due to some pacing failure observation, either lead dislodgement or cardiac perforation were suspected. The pacemaker setting was changed to vvi. On (B)(6) 2019, the solia jt was exchanged for a new solia s 53 and connected to the edora. Pacing failure occurred during a pacing threshold test even with 7.5 v output. Therefore the solia s 53 was once again disconnected from the edora and measured by psa, however it could pace with low output and the lead did not have a problem. Therefore the physician decided to remove the edora and used a new edora pacemaker instead.